Event description:
It was reported the patient experienced a shocking sensation. It was stated the patient had not used the device in more than 10 months and had not 'maintained charging' as well. Then device was in overdischarge. The patient also experienced pain in their back. The patient's status was reported as no injury and no adverse event. About three weeks later, the patient had still not had a physician recharge mode done to recover the battery. No further information was reported. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Analysis of the implantable neurostimulator found no significant anomaly. It was noted the battery had reduced capacity due to overdischarge.

Manufacturer narrative:
Concomitant products: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2010, product type lead; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2010, product type lead; product ID 37752, serial# (B)(4), product type recharger; product ID 37743, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
Additional information received reported that the implantable neurostimulator (ins) system was explanted. It was noted that the device was overdischarged ¿multiple times¿. The patient status was reported as alive with no injury.

Manufacturer narrative:
Concomitant products: product ID 3777-60, serial# (B)(4), explanted: (B)(6) 2013, product type lead; product ID 3777-60, serial# (B)(4), explanted: (B)(6) 2013, product type lead. (B)(4).